Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was hospitalized due to high blood glucose over 600 mg/dl. Customer stated the infusion set was removed and the cannula was bent a little bit. Customer declined to troubleshoot for high blood glucose. A crack was noted on the insulin pump on plastic part near the battery icon. Customer's current blood glucose was 133 mg/dl. Customer stated the damaged occurred because she had slipped on ice and fell. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.